Event description:
It was reported the printer will not work. The programmer and radiofrequency (rf) head were returned for repair, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the printer was not working and was making sounds while printing. It was also noted that the keyboard was broken in two places and the error log file shows that a circuit board error has occurred in the past. (B)(4): analysis found that the device failed telemetry testing due to the cable being out of electrical specification. It was also noted that the lens was cracked and the rubber portion of the label was missing.